Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: lab analysis of the device found no defect. Device labeling: precautions: ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc had ¿the needle pop off while the doctor was injecting and the product came all out.¿ patient contact did occur. No injuries were reported. The packaged needle was used.